Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests and a visual inspection were conducted. The reported failed accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -9.35%. No patient involvement reported.